Manufacturer narrative:
Additional information: g3, h2, h6.

Event description:
During an atrial fibrillation procedure, the sheath was inserted into the heart, and a non-abbott catheter (j&j octaray) was inserted into the sheath. While mapping was being performed, blood leakage was observed from the hemostasis valve. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One 8.5f swartz braided introducer sheath was received for evaluation. Functional testing determined a leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. A corrective action was initiated to address the failure mode of this introducer leak. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.